Manufacturer narrative:
Device evaluated by MFR: received for analysis was a section of the balloon, including the tip section of the device. The proximal section of the complete balloon circumferential tear was not returned for analysis. The balloon was received bunched up and the tip section of the device was stretched and there appeared to be clamp marks on the tip. A break was evident in the shaft, inside the balloon at 1.7cm proximal to the distal edge of the tip. The balloon was stretched out in order to examine the balloon material more closely. No other tears were present along the balloon material. The complete circumferential tear was located at approximately 4.5cm proximal to the tip. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture and balloon detachment occurred. A 12.0 x 80, 75cm mustang¿ balloon catheter was advanced to the target lesion. The balloon was inflated however it ruptured at 14 atmospheres. Upon removal of the device, the balloon sheared off and a portion of the balloon was left inside the patient. Snaring was then performed and the detached part of the balloon was completely removed from the patient's body. No patient complications were reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that balloon rupture and balloon detachment occurred. A 12.0 x 80, 75cm mustang balloon catheter was advanced to the target lesion. The balloon was inflated however it ruptured at 14 atmospheres. Upon removal of the device, the balloon sheared off and a portion of the balloon was left inside the patient. Snaring was then performed and the detached part of the balloon was completely removed from the patient's body. No patient complications were reported.